Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021, the screwdriver shafts part came deformed and twisted. The issue was discovered when building the set. There was no patient involvement. This report is for (1) stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9 h3, h6: visual inspection: the sd scrwdrvr shft/t4 50/self-retain/hxc (p/n: 03.130.010, lot number h803953) was received at us customer quality (cq). Visual inspection of the complaint device showed the distal tip of the screwdriver shaft was twisted/stripped. No other issues were observed with the returned device. Device failure/defect identified? Yes dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed stardrive screwdriver shaft t4, self-retaining hex coupling: current and manufactured revisions no design issues were observed during the document/specification review. Complaint confirmed? Yes investigation conclusion: this complaint is confirmed as the device received twisted/stripped. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: investigation summary: the complaint device was not received for investigation. An investigation was performed based on the image provided. The images were reviewed, and the complaint condition can be confirmed. The tip of the screwdriver is twisted/stripped. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. Manufacturing location: supplier- universal punch / monument. Manufacturing date: 11-sep-2019. Part number: 03.130.010, stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. Lot number: h803953 (non-sterile). Production order traveler met all inspection acceptance criteria. Four pieces were scrapped in cell at op #60, vendor tin coat, for destructive testing. Inspection sheet, incoming inspection I, incoming inspection ii, incoming final inspection, ns068071 rev g met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Certificate of compliance received from universal punch for op # 10 (vendor machine) dated 06-jun-2019 was reviewed and determined to be conforming. Hardness specified at hrc 57-60; hardness certified at hrc 58.04. Inspection certificate supplied to universal punch from zapp (for raw material) dated 29-jul-2016 was reviewed and determined to be conforming. Certificate of analysis supplied by ionbond for op # 60 (tin coat) dated 16-jul-2019 was reviewed and determined to be conforming. Certificate of compliance supplied by general machine for op #80 (colorize) dated 28-aug-2019 was reviewed and it was noted that the operation step notated on the certification is incorrectly identified as op #100. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection that would contribute to this complaint condition. Device history review: this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.